Event description:
Information received from the field does not address the patient's clinical status but notes premature eri. The device was programmed to 3.5v at 0.4 ms in both channels at a rate of 90 ppm.